Event description:
It was reported that the 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time of the event. The technical support engineer troubleshot this issue with the customer over the phone. Technical support recommended to run the ventilator on a test lung to try to duplicate the error. No part was returned for evaluation.